Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed the delivery accuracy test at 0.0 8730 inches. Unit was received with scratched case and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had hypoglycemia . Customer's blood glucose value was 106 mg/dl at the time of the incident. Customer alleged insulin pump was over delivering. The customer was assisted with troubleshooting. Customer will return device for analysis.